Event description:
Arthritis [meniscus injury]. Dragging her test [meniscus injury]. [Gait disturbance]. Knee effusion [meniscus injury] [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) year old female pt, initials (B)(6), with gonarthrosis and meniscus injury. The pt's medical history was significant for breast cancer and cholecystitis for which she underwent surgeries in 2002 and 2004 respectively. In addition, the pt had been prescribed artz (purified sodium hyaluronate) once monthly. On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f 20) injection, 2 ml, weekly, into joint cavity of knee. The lot number for synvisc was not provided. On (B)(6) 2011, the pt experienced arthritis and 60 cc of yellow opacified fluid was aspirated. Following this, second synvisc injection was administered to the pt. On (B)(6) 2011, the pt visited the medical center dragging her feet. Seventy cc of yellow opacified fluid was aspirated followed by administration of artz. The pt was prescribed loxoprofen sodium hydrate and lansoprazole. On (B)(6) 2011, 23 cc yellow opacified fluid was aspirated. On (B)(6) 2011, the event was not as severe as requiring joint aspiration. Artz was administered and the event was considered alleviated. The event of arthritis was medically significant. The action taken with synvisc treatment was not provided. The outcome for the event of arthritis was recovered and for the events of knee effusion and "dragging her feet" was not provided. Concomitant medications included artz. The intensity for the events of arthritis, knee effusion and "dragging her feet" was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite and the relationship between synvisc and the events of knee effusion and "dragging her feet" was not provided.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.